Manufacturer narrative:
Patient information was requested and the customer stated the patient information is not available. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the tidal volumes and pressure were too high regardless of adjusting the patient settings. The customer reported patient involvement with no harm to the patient.